Event description:
A patient underwent a port placement procedure using the implanted port. Post the procedure on (B)(6) 2025, the reservoir of port cake came out of the port body. Port was removed and replaced. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the sample was not returned for evaluation, one photo was provided for review. The photo shows physician holding unknown implanted port, where the silicone port septum has detached from the port body. Therefore, the investigation is confirmed for the reported material protrusion/extrusion issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d1 (medical device brand name), d4 (medical device catalog #), g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the bard power port. Post the procedure on (B)(6) 2025, the reservoir of port cake came out of the port body. Port was removed and replaced. The current status of the patient was unknown.